Event description:
It was reported that the user experienced intermittent unavailability of fl3+ glucose readings on the ilet, including a period when re-scanning did not restore data and the user replaced the fl3+ sensor early; readings were available upon call connection, and troubleshooting and education were completed for signal loss to the ilet. Symptoms included no reported adverse physiological effects. Outcomes included no medical intervention or hospitalization. Investigation included technical support review and user education. Investigation of this case revealed that sensor data were intermittently unavailable due to signal communication issues between the sensor system and the ilet, which resolved without hardware replacement during the call. It was concluded that the event was consistent with temporary signal loss with restored function after reconnection, with no evidence of injury.